Manufacturer narrative:
A ge rep evaluated the system and replaced the generator power supply. System operates as intended.

Event description:
Customer reported the collimator iris closed by itself. No pt injury was reported.